Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the device alarmed power error alarm. Customer's blood glucose was unknown. Customer will not be returning the device for analysis.

Manufacturer narrative:
Device trace download analysis confirmed the device alarmed power error 25. The power management tool confirmed power error 25 due to non-sleep anomaly software error.